Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the left therapy electrode in which the patient's skin was reportedly 'stuck' to the therapy electrode. The patient's physician ended use of the lifevest. The medical outcome is unknown.